Event description:
It was reported by service report that the head end of bed drifts after lowering. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Faulty nut in lift motor.